Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than 2 seconds of asystole. In addition, loss of capture (loc) was observed. A revision procedure was performed, and upon opening of the device pocket, a significant amount of blood was seen around the connector block of the rv lead. When the physician removed the rv lead from the device header, there was a lot of blood on the lead and dried blood around the connector block. The physician was unable to remove the rv lead because a stylet was unable to be advanced down the lumen of the lead, therefore, the rv lead was surgically abandoned and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No additional adverse patient effects were reported.